Event description:
A distributor reported a cartridge alarm that occurred when the user received an alarm 20, which was verified in the pump history, indicating an issue during the loading process despite following on-screen instructions. There was no information available regarding the customer's blood glucose level at the time of the event. To resolve the issue, the pump was replaced under warranty, and the customer was instructed to return the defective pump. Although the customer was informed of the need for a replacement, they chose not to disclose their backup insulin delivery method.